Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was concerned of the effect being near a nuclear power plant would have on their device battery. It was reported the device had a monitoring voltage of 2.7 v at 27 months of implant. The device was explanted approximately 24 months later and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity.